Event description:
Customer reported a malfunction alarm occurred while updating the pump without removing the cartridge. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in attempts to reset the pump, but encountered issues in shutting it down. As a resolution, it was confirmed to be in warranty and arrangements were made to replace the pump. The customer was instructed to use a backup insulin pump to ensure continuous insulin delivery and to allow the faulty pump's battery to deplete completely before returning it with a prepaid label.